Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI#:(01)00021292008642(17)210530(10)rv5320. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The expected fasting blood glucose test result range is 100-200mg/dl. The customer did report symptoms of feeling dizzy, sweaty and disoriented three days ago. Medical attention was reported as a result of the actual blood glucose results, customer says she then called the paramedics and went to the hospital; while at the hospital she tested her glucose levels at the same time of being tested by hospital staff and her meter read 320mg/dl non-fasting while the hospitals meter read 170mg/dl non-fasting. Customer states she was diagnosed with hypoglycemia. Customer says she was only given food to eat and fluids. The product is stored according to specification in the living room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/30/2021 and open vial date is 4/7/2019. The meter memory was reviewed for previous test result history. Result 1: 320mg/dl date:4/7/2019 time: 11:26pm unknown; result 2: 264mg/dl date:4/7/2019 time: 6:14pm unknown; result 3: 93mg/dl date:4/5/2019 time: 9:53am unknown; result 4: hi date:4/4/2019 time: 10:44pm unknown; result 5: 561mg/dl date:4/4/2019 time: 10:24pm unknown.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The expected fasting blood glucose test result range is 100-200mg/dl. The customer did report symptoms of feeling dizzy, sweaty and disoriented three days ago. Medical attention was reported as a result of the actual blood glucose results, customer says she then called the paramedics and went to the hospital; while at the hospital she tested her glucose levels at the same time of being tested by hospital staff and her meter read 320mg/dl non-fasting while the hospitals meter read 170mg/dl non-fasting. Customer states she was diagnosed with hypoglycemia. Customer says she was only given food to eat and fluids. The product is stored according to specification in the living room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/30/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. (B)(6).